Event description:
Reporter indicated that treating neurologist was unable to communicate with pt's device. It was reported that the pt's device had been programmed to off for approx 18 months due to lack of efficacy, but that the pt has recently experienced more seizures and wished to have the device programmed back to on. Treating neurologist was unable to program the pt's device back to on due to communication difficulties. Based on known device settings, it is unlikely that the generator battery has reached normal end of life. The cause of the inability to communicate with the pt's device is unk. The pt has been referred to surgeon for generator replacement surgery due to suspected device malfunction.